Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011. The patient experienced pain, bleeding, dyspareunia, incontinence and urinary tract infections. (B)(4). Dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of transvaginal tape/obturator mesh, urethrorrhaphy and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to eroded suburethral mesh with erosion into urethra.